Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was on, but the display remained black. It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Reportedly the customer declined to provide how they treated their bg. Reportedly, the customer reverted to an alternate method of insulin therapy.